Event description:
Pt was revised because the femoral implant that was originally placed was too large resulting in poor range of motion.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 3 years ago. The product was not returned for examination. The investigation was limited to the info provided and no conclusions could be drawn about the reported event. The initial reporting stated the product was not suspected of failing to meet specs and the size device implanted at primary surgery was the root cause of the poor range of motion. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.